Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has occasional pain in their neck due the vagal nerve stimulation. The pain was noted to be sharp in nature, intermittent, and as a burning sensation that going down to the arms and hands causing numbness and tingling sensation, and occasionally going to the head causing sharp pain which translates into a headache. The patient had their generator prophylactically replaced. No other relevant information has been received to date.